Event description:
On (B)(6) 2014, the reporter contacted lifescan france, alleging inaccurate results of 190, 110, 154, 187 and 129 mg/dl, performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (11/06/2014)-device evaluation: the test strips involved with this complaint have been returned on 10/08/2014 and evaluated by lifescan product analysis on 10/31/2014 with the following findings: the test strips have passed all testing with no faults found. The meter involved in the complaint has been returned on 10/23/2014 but has not yet been evaluated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 2 ¿ (02/16/2015). The patient¿s meter has been returned on 10/23/2014 and evaluated by lifescan product analysis on 2/4/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.